Event description:
On (B)(6) 2009, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, CT showed a type ii endoleak off the lumbars and aneurysm growth. Aneurysm growth measurements were not available. On (B)(6) 2012, the pt underwent a coil embolization. On (B)(6) 2012, the physician chose to do an add'l intervention where an add'l gore excluder aaa endoprosthesis contralateral leg component was implanted on the left side and lined the previously implanted gore excluder aaa endoprosthesis contralateral leg component. The aneurysm has been excluded. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l devices implanted: pxc121400/06534222, pxl161207/06454832, pxa230300/06513367.